Event description:
It was reported via e-mail that the customer experienced high blood glucose of 555mg/dl. The customer attempted to deliver a bolus of 10.10 units as her insulin pump suggested, but it would not deliver. The caller stated that the maximum bolus was set at 10. The customer stated that she almost had two seizures over the weekend, and she missed the steps while changing the infusion set; her blood glucose went down to 30 to 34mg/dl. The customer believes she got too much insulin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.